Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Explant date: unknown. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+4.5/092 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise. The lens remained implanted. The cause was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.